Event description:
It was reported bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "during pinolbin preparation, chemical solution leaked from near the injection needle storage cylinder of the injector."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-27. H6: investigation summary one injector connected to a syringe along with a connector and spike set was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the injector, injector membrane, or the membrane of the connector which is adhered onto the spike set. Functional tests were performed to verify sealing, no leaks occurred during the tests performed. It was also noted that both membranes of the connector and injector appeared to have been penetrated multiple times. A puncture hole is observed in the membrane of the luer lock connector of the tip set. The product undergoes visual and functional evaluations throughout manufacturing, including leak testing to ensure the quality of the membrane. A device history review was performed for reported lot 2105003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were evaluated. The product was visually inspected, no damage or defects was observed on the injector or any of the injector components. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no leakages were observed. Based on the available information, the possible root cause is due to excessive perforations in the membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. As stated in the package insert, the injector and connector (luer-lock) should not be used repeatedly or in a manner that will damage the membrane. After repeated or prolonged use of the injector and connector (luer-lock), the performance of the membrane may gradually degrade and the drug may leak.

Event description:
It was reported bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter, translated from japanese: "during pinolbin preparation, chemical solution leaked from near the injection needle storage cylinder of the injector."